Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (clinical code, device code).

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve, was explanted after an implant duration of 4 years, 1 month due to severe calcified leaflets and severe aortic stenosis, severe regurgitation. The patient presented with sob, fatigue, chest pain. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient underwent redo-avr with a 23mm 11500a valve and CABG. Intraoperatively, it was noted that the old prosthetic 3300tfx valve had heavy calcification of the leaflets. Post bypass tee showed no pvl or ai. The patient was transferred to surgical ICU in guarded condition. Pathology report of the explanted valve noted leaflets with calcified atherosclerotic plaques.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve, was explanted after an implant duration of 4 years, 1 month due to severe calcified leaflets and severe aortic stenosis. The explanted valve was replaced with a 23mm 11500a valve. Per the medical records, the patient underwent a redo avr with a 23mm 11500a valve and CABG. Post bypass tee showed no pvl or ai. The patient tolerated the procedure well and was transferred to the recovery room in guarded condition.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 ( investigation findings, and investigation conclusions). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hyperlipidemia (hld).

Manufacturer narrative:
Product evaluation: the customer report of calcified leaflets and stenosis were confirmed. Report of regurgitation was unable to be confirmed in the as received condition. As received, all three leaflets had cuts of approximately 3mm x 10mm on leaflet 1, 4mm x 11mm on leaflet 2, and 2mm x 6mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflet fragments were not returned. X-ray demonstrated heavy calcification on all remaining leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the outflow aspect and 2mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect and moderate at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Leaflet 1 had a 2mm tear and leaflet 2 had a 4mm tear near commissure 2. Calcification was evident at the tears. Sewing ring was partially cut off around the valve and exposed the metal band. Some sewing ring fragment was returned with valve. Suture fastener remained attached to the sewing ring.